Event description:
It was reported that there was an infection at implantable neurostimulation (ins) location. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).